Manufacturer narrative:
MFR's report date 5/9/97. The pump was returned and was visually and functionally tested. Visual inspection revealed a white powder substance in several areas on the pump including around channel a's pumping mechanism. Rate accuracy was performed at various rates and passed all tests. The memory log was reviewed and on feb. 24, the day of the reported incident, multiple alarms were noted for "cassette not latched", "faulty cassette", and "check air sensor". These conditions caused repeated installation and removal of the cassette. It is suspected that the IV set may have been leaking. The reported overinfusion could not be duplicated. Due to the dried solution found on the pump, and the alarms logged in the memory, we can only speculate that the IV set may have been leaking. It has been recommended to the user facility that they should save the entire set up should this issue recur.

Event description:
An overinfusion of medication occurred with a pt. There was no resultant pt complication.